Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV pump was beeping "occlusion patient side." The IV site flushed fine. The channel door was opened and the IV tubing was noted to have a bulge. The set was changed and the same event occurred. There was no report of patient harm other than requiring insertion of a new IV due to clotting.

Manufacturer narrative:
The customer¿s report of a bulge in the silicone tubing segment was confirmed.visual examination showed a bulge in the silicone tubing segment distal to the upper fitment.functional testing was unable to replicate the ballooning. The root cause of ballooning silicone segment could not be determined.